Event description:
It was reported there was a lead migration. It was stated that the lead "pulled caudal and was 2/3 of the way out of the epidural space." The patient had revision surgery on the day of report and the existing lead was pushed back into the epidural space and re-anchored. It was stated the patient was reprogrammed and coverage was appropriate again. The patient recovered without sequela.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).